Manufacturer narrative:
H6- device code 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an electrophysiology interventional procedure using a 10f sheath. Reportedly, when tension was applied to the suture, the entire knot came out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition issue was confirmed as the returned suture showed a properly formed, fully advanced, tightened knot with some tissue and dried blood in the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venous closure of the left common femoral vein using a prostyle device after an electrophysiology interventional procedure using a 10f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis and the absence of pre-close technique would not have contributed to the reported suture retrieval issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.